Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance medtronic¿s paramount mini and visi pro stent system. Survey results received for an interventional cardiologist with 14 years¿ experience who was been using both the paramount mini stent and the visi pro system since 2018. The respondent utilized the paramount mini stent system in 50 procedures to treat occlusions, lesions at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta), carrying out 35 of these procedures within the last 12 months. 10 procedures were carried out using the paramount mini stent system to treat lesions believed to be at high risk of stenosis following pta in the renal arteries, with all of these being undertaken in last 12 months. For palliative treatment of malignant neoplasms in the biliary tree, the physician has not performed any procedures using the paramount mini stent system. The respondent reports a complication of artery perforation or rupture, in association with peripheral interventions during use of the paramount mini stent system. This event was deemed to be device related and also considered to be very concerning. In addition, during use of the paramount mini stent system, the respondent has reported a complication of stent thrombosis or occlusion associated specifically with pta or stent placement for occlusive or stenotic disease. The stent thrombosis or occlusion event was as it is reported as an acute event related to non-endothelization of the stent. The event was reported to be very concerning.